Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. Internal insulation abrasions were noted at 7.3-8.6cm and 12.7-12.9cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the lead was explanted and replaced due to externalized conductors. No other electrical anomalies were observed. Patient was asymptomatic.